Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the matrix drawer main was not open. A field service engineer inspected the sensors and solenoid, which were found to be functioning properly. The issue was identified as a faulty controller board. The field service engineer removed the defective controller from the main drawer and replaced it with a new matrix controller board, which was then configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.